Event description:
Pt is (a victim of a medical disaster). This has to do with implants for tmj the implants were not FDA approved. Pt was not informed that there was and still is a 100% failure rate, also for short term only. Now pt will face surgery or surgeless to have implants taken out due to dislocations of the tmj prostheses bilaterally. Pt requested medical records from the hosp and health ctr and her records have conveniently been lost.